Event description:
Per the clinic, the patient experienced an infection with pus, pain and crusting at the implant site (specific date not reported). Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, and reimplantation is planned but has not taken place at the time of this report.